Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donation identification: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel sys operated as intended. Based on the available info it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected rwbc content in the platelet product. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also, to provide corrected occupation. The device history record was reviewed. Nothing was found that was related to this event. Investigation: an unused set was received by terumo bct for investigation. All clamps on the set were open when received. The set was loaded on a trima device and passed the pressure test without issue. There was no air accumulation in the sample bag found during the evaluation. The set was assembled correctly and functioned as intended. During the trima accel air evacuation step, the air is forced from the set out the access needle. The following scenarios outline how air may enter the sample bag: if both the needle line clamp and the sample bag clamp are open as instructed by the operators manual, a small amount of air may enter the sample bag during the air removal process. If the sample bag line clamp is open and the needle line clamp is closed, the evacuated air will fill the sample bag. The system will detect it and display an error message instructing the operator to remove the air from the sample bag before continuing. The trima accel system version 6.0 prompts the operator to close the clamp to the sample bag prior to the completion of this step, if air removal is configured on. If the clamp is not closed, a small amount of air may enter the sample bag as with v5. If the sample bag line clamp is left open during the tubing set test on either software version, air will enter the sample bag resulting in a tubing set test failure, with on screen instruction to remove any air in the sample bag. Root cause: based on the evaluation of the returned set, the air in the sample bag is either the small amount expected during the air removal process or due to incorrect clamping of the tubing during air removal or tubing set test.